Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the proximal lad. This device could not cross the calcified lesion. The strut of stent twisted in proximal.

Manufacturer narrative:
Combination product: yes. Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., several struts are bent outwards and are everted) and that the stent is displaced distally by 5.5 mm. Microscopic inspection showed the stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped centered on the balloon. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the proximal lad. This device could not cross the calcified lesion. The strut of stent twisted in proximal.